Manufacturer narrative:
(B)(4). Patient identifier unknown / not provided; age and date of birth unknown / not provided; patient sex unknown / not provided; weight unknown / not provided; lot number unknown / not provided.

Event description:
Doctor reported that the iuniht screw fractured. The fractured portion could not be removed from the implant, therefore the implant was removed. Bone regeneration was performed with membrane.

Manufacturer narrative:
A 3i t3 non-platform switched tapered implant (bost411) was received with a certain titanium hexed screw (iuniht). Visual inspection of the returned products identified that the screw had fractured horizontally across the threads. There were significant gouges around the screw hex. The implant had noticeable signs of wear due to usage around the external threads and the collar. The implant platform and the drive feature had substantial nicks and discoloration. There was presence of bone residue around the implant and an unconfirmed foreign/biological material in the screw hex. Therefore, based on the evaluation, the device malfunction has occurred and the reported event was confirmed following inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined.

Event description:
No further event information available at the time of this report.